Event description:
The pt felt "delayed onset" burning/shocking sensation. Impedances were within normal limits. Movement and palpation did not produce stimulation changes. The stimulation amplitude was 4-5 volts with a rate of 30 hertz, cycling was on. The implantable neurostimulator was reprogrammed due to a possible lead migration. The pt outcome was reported as "no injury".

Manufacturer narrative:
.